Event description:
It was reported that the physician encountered a problem advancing the spring wire guide (swg). He then pulled the swg back through the needle and the wire unraveled. Everything was removed from the pt intact, and there was no intervention required. As a result, another kit was opened and placed successfully. There were no pt complications reported. Note: the physician commented that he normally positions the needle with the bevel facing down vs up.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.